Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the handle. The fse completed diagnostic, performance and safety testing with no issues. The unit was approved for clinical use and returned to the department.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit slide handle for transport was broken. There was no patient involvement.